Event description:
It was reported that customer received a minimum fill notification while attempting to reload cartridge that still contained a large amount of insulin, leading to high blood glucose with specific value unknown and displayed as ¿high.¿ customer administered a corrective insulin injection by pen or syringe, and technical support instructed customer to clean pump connection area and then guided customer through properly filling and loading new cartridge, after which pump function was restored and insulin delivery was resumed without need for third-party assistance.